Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed the reported battery depletion and found the current drain levels were higher than normal for this device. It did not meet its projected longevity. However, with further analysis, extensive long term monitoring could not confirm a high current drain condition. Therefore, the root cause of the high current drain could not be determined.